Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that nighttime low blood glucose values down to 50 mg/dl were observed, with concern that overtreatment during the night contributed to subsequent fluctuations; intermittent connectivity issues with the g7 sensor were also observed, and the sensor was advised to be replaced as needed. Symptoms included hypoglycemia. Outcomes included user education regarding hypoglycemia management and device use, with no hospitalization and no medical intervention beyond oral glucose. Investigation included a troubleshooting review of possible causes for nocturnal hypoglycemia and connectivity, review of available system data, and user counseling on sensor replacement and treatment practices. Investigation of this case revealed hypoglycemia of unclear cause with possible contributory sensor disconnectivity and user overtreatment behavior. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.